Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. An 8.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for percutaneous transluminal angioplasty. Procedure. However, the balloon burst while blowing it inside the patient's body. The procedure was completed with another of the same device. No complications were reported, and the patient's condition was stable.

Manufacturer narrative:
Correction of h6 device code from material rupture, a0412 to leak / splash, a0504. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb 2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified radial artery. An 8.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for percutaneous transluminal angioplasty. Procedure. However, the balloon burst while blowing it twice inside the patient's body at 8 atmospheres for 10 seconds. The procedure was completed with another of the same device. No complications were reported, and the patient's condition was stable.